Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the heater bag; however, reused the remaining supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a check heater line alarm in fill 1 of 5. The technical service representative (tsr) confirmed the set up with the hp. The hp then explained that he changed out the heater bag and the hc was displaying warming solution. The tsr asked if all the bags and cassette were changed and the hp stated only the heater bag was changed out. The tsr explained when it is needed to switch out 1 item that the hp needs to change out everything otherwise he is compromising the set up and risking himself of an infection. The tsr advised the hp to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.